Event description:
Per nurse, (B)(6), pt is currently hospitalized and will not be discharged until he receives a backup pump. Pt was admitted to the hosp late night / early morning due to cadd legacy pump issue. Pt's wife, (B)(6), reports that the pt's cadd legacy pumps were locked. Pumps are shipped to pt unlocked, lock level 0, unsure how pumps became locked. Pumps are at home and (B)(6) was unable to confirm or troubleshoot. Pt currently has 1 working pump. Reported to (B)(6).